Manufacturer narrative:
The lot number of the suspect device is unknown; therefore, the manufacture and expiration dates can not be determined.

Event description:
It was reported to boston scientific that during a sphincterotomy of the common bile duct (cbd), the sphincterotomy was unable to be used as they were unable to bend the cutting wire. The procedure was completed with the use of another similar device. The patient's condition was unknown.